Event description:
A customer contacted beckman coulter inc., (bci) regarding erroneously high troponin (accu tni) results generated by the unicel dxc 600i synchron access clinical system for three patients. Patient a: the initial result was 0.83ng/ml and two results of 0.01ng/ml and a result of 0.46ng/ml were obtained upon repeat. Patient b: the initial result was 0.24ng/ml and 2.72ng/ml when the sample was retested. Patient c: the initial result was 0.19ng/ml and a result of 0.53ng/ml was obtained upon repeat testing. Patient b and patient c specimens were also tested on a different instrument and accu tni results were 0.01 and 0.00ng/ml, respectively. The results were reported out of the lab. The customer did not report affect to the patient or user attributed or connected to this event.

Manufacturer narrative:
The specimens were collected into plastic lithium heparin and sst tubes. Samples were processed through the closed tube accessing (cta) system. The samples were not re-spun, but poured off into aliquots prior to repeat testing on the alternate system. Qc was within the customer's established ranges prior to and after the event. System checks performed before the event resulted within specifications. Per customer, there were no issues with other assays. A field service engineer (fse) was dispatched: the fse performed a diagnostic testing which failed. The fse replaced aspirate probes and tubing. The fse found an air leak in the wash pump. The fse replaced pump seals and tightened fittings and connectors. The fse repeated the diagnostic testing which passed. An air leak in the wash pump may have contributed to this event. A malfunction will be assumed for the purpose of this report.